Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation and the lot of the device was unknown. D4 - UDI number: unknown. E1 - title: unknown. E1 - zip code: unknown. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Approximately three years after implantation, removal of a cardiac resynchronization therapy defibrillator (crt-d) resulted in cardiac tamponade due to damage to the free wall of the right atrium. The left ventricle (lv) lead had already come out of the coronary sinus vein at the start and had been pulled into the right atrial cavity, but it was stuck due to adhesion between the implantable cardioverter-defibrillator (ICD) lead and the lv lead. A 12fr glidelight (excimer laser sheath) was used to peel away the adhesion between the lv lead and the ICD lead. Peeling was successful up to the third electrode, but could not proceed further, so a 14fr glidelight was used instead. While advancing the sheath over the ICD lead, cardiac tamponade occurred upon reaching the right atrium. The tamponade occurred solely due to advancing the sheath, without any laser irradiation prior to reaching the right atrium. The liberator was in the lv lead from the initial stage of lead detachment until the complication occurred. At the time the complication occurred, it was inserted into the stylet lumen of the lead in question. The evolution 9fr shortie only reached as far as the superior vena cava, so it was deemed not involved in this complication. After the diagnosis of cardiac tamponade, a median sternotomy was performed by a cardiac surgeon, the patient was connected to a heart-lung machine, and hemostasis measures were implemented.